Event description:
Reporting status: malfunction. Reporting rationale: stent dislodgement has caused or contributed to patient injury previously. Device issue: stent dislodgement. Based on the reported information it appears that after a failure to cross, the promus stent delivery system (sds) was retracted and the stent dislodged from the balloon at the hemostasis valve. The stent stayed on the guide wire and was easily removed. A new 3.5 x 28 promus was used successfully. There were no patient effects. No additional event or patient information is available. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vascular's drug eluting stent in the us.

Manufacturer narrative:
Results and conclusions summation - product performance engineering reviewed the incident information. Potential causes for stent dislodgement may include negative pressure during sheath removal, forced sheath removal, handling of the stent during preparation for use, or interaction of the stent with the lesion, and/or accessory devices. The failed attempts to cross the target lesion resulted in the interaction of the stent with the lesion and anatomy and likely contributed to the stent dislodgement. It was also reported that the rhv may have been too tight as the physician removed the sds. However, a conclusive root cause for the reported failure to advance and stent dislodgement could not be determined.